Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 09-aug-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact there are no repairs available, the customer elected to replace the unit. The video baton used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, five (5) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would cut out when the video baton cable is manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.